Event description:
When the patient was repositioned to his back, blood was noted in the intra-aortic balloon pump (iabp) tubing and a turbulent sound was heard coming from the insertion site. The certified registered nurse practitioner (crnp) notified the cardiovascular surgeon. It was requested to have cardiologist come pull the iabp, which was done. Cardiac output and cardiac index (co/ci) was performed and stat hemoglobin and hematocrit (h/h) sent to lab.